Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the drape was caught in system. Door will not open rotor will not turn. The teeth was broken off the rotor drive belt. The door slides sheared off. Replaced tractor drive, drilled out and replaced sheared screws, replaced door slides and door winch assy. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: bi71000192, serial/lot #: unknown. Product ID: bi71000429, serial/lot #: unknown. Product ID: bi71000273, serial/lot #: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that a drape getting caught in the imaging system while closing around the patient intra-op. The system was then unable to open. No impact on patient outcome. There was a delay less than one hour. Technical services (ts)asked the site to utilize the yellow button on the gantry with the close button on the pendant simultaneously, went through the manual door open procedure, they were on the extreme end of either the orange or green and saw a silver in the hole. The site tried to rotate the rotor using the pendant to a more neutral position but could not. The manufacturer representative (rep) then carefully ratcheted in either direction to try to see either green or orange.